Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-nov-2017 with the following findings: investigation revealed the keypad cover was peeling; all keypads buttons were under-responsive; all keypad button contacts had moisture. The display was found to be dim and discolored.

Event description:
The pump has been returned to animas. Investigation revealed the keypad cover was peeling; all keypads buttons were under-responsive; all keypad button contacts had moisture. The display was found to be dim and discolored. This report is made based on results of the investigation performed on 01-nov-2017.